Event description:
It was reported that while using the matrix screwdriver sleeve (03.616.043) the surgeon noticed a significant amount of motion during insertion of the l-5 screw on the right. Once the screw was placed the surgeon attempted to remove the screwdriver. The threads on the tip of the screwdriver broke loose. The was no reported delay to the surgery.(B)(4)

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that: rms company manufactured the locking holding sleeve 10 parts were released to the warehouse on (B)(6) 2012. (B)(4) was issued april 3, 2012 for dimension failure (feature #4, thread form failed nogo gauge); 9 parts were returned to the supplier; the ncr was closed on april 5, 2012. The locking holding sleeve was made to the synthes drawing p/n 03.616.042, revision ¿c¿, released on january 17, 2012 and revision ¿d¿, released on april 18, 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that consultant confirmed broken fragments were easily retrieved, and did not resulting in a reoperation.

Manufacturer narrative:
Additional manufacturing date: april 9, 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.